Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that a belt was advised to keep the device in place. The patient's weight at the time of the event was reported and the cause of the ins being flipped/too deep, moving in the pocket, and the ins site being sensitive to touch remains unknown. It was reported that the issue had been resolved. No further complications are anticipated.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the rep was able to bring the patient's battery out of overdischarge after four sixty-minute attempts, two attempts on monday and two on tuesday. The rep stated that the patient was able to complete a full charge on her battery. The patient had follow-up scheduled with the physician on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep alleged an overdischarge that occurred on an unknown date. The rep was aware of the overdischarge a week or two ago. There was no communication established between the patient programmer, implantable neurostimulator recharger (insr), or physician programmer with the implantable neurostimulator (ins). The patient met with the rep on (B)(6) 2017. The patient was working with their healthcare professional (hcp) and rep on (B)(6) 2017 which included the patient going through a 60-minute physician mode reset (pmr). Additional information was received from a rep on (B)(6) 2017. The rep stated that they completed 3 pmrs but the battery still would not respond. The rep noted that the battery has been overdischarged for about two months. Using antenna locate the rep got 80-94. The rep was unable to complete another prm on the day of the report and would talk to the hcp about performing additional pmrs on a later date or do imaging to see if the batter was flipped. It was noted that the ins was in the patient¿s abdomen. Additional information was received from a rep on (B)(6) 2017. The rep stated that they did 2 pmrs yesterday and came back today to do further prms on the patient. The rep has done one today and just started another prm session. The antenna locate feature gave the rep a baseline of 86-88 with a maximum of 90 after moving the antenna around. The rep noted that the ins was in the patient¿s abdomen and they think it might be too deep and there is movement in the pocket. The ins was also at an angle and was sensitive to the touch. The hcp was reluctant to do an x-ray. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.